Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that after few hours of using an mr290v vented autofeed humidification chamber, the spike was disconnected from the water feedset tube. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber, which was returned to fph in (B)(4) without the water feedset spike, was visually inspected. Results: visual inspection revealed that sufficient glue was present around the spike tubing connection; however, the glue was not bonding. A lot check revealed one other complaint of this nature for lot number 120522. Conclusion: we were unable to determine the cause of the reported fault. All chambers are pressure tested before they leave the production line, and any damages or leaks in the feedset are identified during this process. This suggests that the spike was disconnected from the feedset tube post production, likely as a result of failure of the glue bond that joins the spike to the water feedset tube. The user instructions which accompany the mr290 autofeed humidification chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).